Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and results found a bent pin inside of the video connector. Replacement of the video connector and the device passed all functional testing. Additionally, the device was updated with a new main switch. The device was returned to the user facility.

Event description:
The user facility reported the device did not provide a picture. The reporter stated this was discovered during preparation for use so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation.   A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. Probable cause for the internal terminal buckling of the scope connector socket occurred in the following order. When inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The terminals inside the scope internal socket were confirmed to be buckled during the repair inspection. The investigation completed by the OEM concluded that there is no manufacturing, material or processing related cause for this failure mode. Olympus will continue to monitor complaints for this device.